Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer received an error while using the device updater to update their pump. The customer stated that the error did not give a specific code and that the pump screen reads "pump encountered issue during update process". The customer was unable to continue the update process and is unable to use the pump. The customer's blood glucose level was 80 mg/dl. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.